Manufacturer narrative:
At this time, the lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was an attempted implant. Upon initial placement the lead did not return satisfactory sensing measurements and exhibited noise. The ra lead was identified as the probable source of noise after multiple pacing cables, adapters, analyzers and the right ventricular (rv) lead were tested as part of troubleshooting. The ra lead was removed prior to pocket closure and an alternate lead was implanted without issue. No adverse patient effects were reported.